Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to connect via ble telemetry was confirmed. Based on the information provided, it was determined that the device entered ble lockout. The root cause of the ble lockout was unable to be determined.